Manufacturer narrative:
According to brasseler, there was no repair history found for this serial number.

Event description:
On july 30, 2016, nakanishi received an email from brasseler that states a handpiece had overheated and burned a patient. Details are as follows. The event occured on (B)(6) 2016. The handpiece burnt the patient on the tongue as it heated up. The dentist finished the procedure with another handpiece. Two days later the patient was still in pain. The patient went to dental clinic for pain meds, burn on tongue. According to the dentist, it is healing ok and suspected not to be permanent.